Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the sample was returned. The balloon was missing from the distal end of the catheter. The balloon guard was returned separate from the catheter. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 2.5mm x 220mm x 150cm balloon. There were no kinks or bends noted on the catheter. No anomalies were noted to the catheter. The balloon was examined under microscopic magnification and no peeling of the hydrophilic coating was noticed. X-ray: the balloon guard was examined via x-ray imaging prior to functional testing. The image showed the balloon marker bands and distal tip present inside the balloon guard, indicating that the balloon was inside the balloon guard. Functional/performance evaluation: the balloon was removed from the balloon guard using a mandrel. The balloon was wet with a gauze pad that was soaked in water. A glove was ran across the surface of the balloon and peeling of the hydrophilic coating was noticed. The balloon was examined under microscopic magnification and peeling of the hydrophilic coating was observed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was returned. The investigation is confirmed for a detached balloon. The investigation is confirmed for peeled, as the hydrophilic coating was coming off the balloon during functional testing. The investigation is unconfirmed for component missing, as the detached balloon was found inside the balloon protector and was not missing. The definitive root cause could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident; in order to activate the hydrophilic coating, it is recommended to wet the ultraverse catheter with sterile saline solution immediately prior to its insertion in the body. Dilatation catheter preparation: remove catheter from package. Verify the balloon size is suitable for the procedure and the selected accessories accommodate the catheter as labeled; remove the balloon guard and stylet by grasping the balloon catheter just proximal to the balloon and with the other hand, gently grasp the balloon protector and slide distally off of the balloon catheter; in order to activate the coating, wet the balloon catheter with sterile saline immediately prior to its insertion into the introducer sheath. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon removal of the pta balloon dilatation catheter from the packaging, the balloon was allegedly missing from the end tip of the catheter. It was further reported that the catheter appearance was allegedly like a string. Reportedly, another pta balloon was used to complete the procedure. There was no reported patient involvement.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that upon removal of the pta balloon dilatation catheter from the packaging, the balloon was allegedly missing from the end tip of the catheter. It was further reported that the catheter appearance was allegedly like a string. Reportedly, another pta balloon was used to complete the procedure. There was no reported patient involvement.